Event description:
It was reported that 7655405 after placement, the blood backflow could not be stopped, and flushing was not possible. The patency after placement of the product could not be confirmed. There was no reported patient injury. No other information was provided,

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of unable to infuse into the catheter is inconclusive because clinical conditions could not be replicated. One 4 fr s/l groshong catheter with its inlaid stylet and warning tag was returned for evaluation. An initial visual observation of the returned catheter showed blood use residues inside the catheter. A functional test of attempting to infuse water into the groshong through its stiffening stylet using a 12 ml syringe revealed the catheter was patent to infusion. An attempt to aspirate water through the distal valve using a 12 ml syringe revealed the catheter was successful in aspirating water through the catheter. A microscopic observation revealed the valve to be measured within specification. Because the exact clinical conditions of this failure could not be replicated during testing, the complaint of difficult infusion is inconclusive at this time. Possible causes of continuous aspiration and difficult infusion may include catheter tip location during use or other unknown conditions that could not be identified. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that 7655405 after placement, the blood backflow could not be stopped, and flushing was not possible. The patency after placement of the product could not be confirmed. There was no reported patient injury. No other information was provided,